Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operational check failed. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding an operational check failure of the philips heartstart xl+ defibrillator. No patient was involved in the incident. Upon investigation, philips field service engineer (fse) discovered that the operational check failure was caused by an improperly placed paddle. The fse also observed that the paddle was burnt black, which was likely due to the nurse's failure to press the paddle during the shock tests conducted three times a day. To address the issue, the fse replaced the paddle tray and plates. A self-test was performed after the replacement, and all functions were confirmed to be operating correctly. The device was restored to full functionality and returned to service. No further action is required at this time.